Manufacturer narrative:
The reported complaint of the driveshaft of the autopulse platform (sn (B)(6)) did not rotate was confirmed during functional testing and in the archive data. The root cause for the reported complaint was due to damaged drivetrain motor. This type of faulty component is likely attributed to normal wear and tear. The autopulse platform was manufactured in march 2014, and has reached its expected service life of 5 years. Drivetrain motor needs to be replaced to address this issue. Unrelated to the reported complaint, a tear on the load plate cover that affect water tight seal was observed on the returned autopulse platform during the visual inspection. This type of physical damage is likely attributed to user mishandling. The santoprene load plate cover needs to be replaced to address this issue. The archive data was reviewed and multiple fault code 16 (timeout moving to take-up position) error message was observed on the reported event date. Fault code 16 error message can occur when there was no brake activation upon powering up the device; therefore, confirming the reported complaint. Unable to perform functional test due to a belt clip test aid could not be attached to the driveshaft and therefore, unable to verify if the driveshaft turns smoothly and freely in both directions. The service and final test were not performed because the customer declined the repair quote. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After the use of the auto pulse platform (sn#: (B)(4), the drive shaft of the platform did not rotate and that the life band could not be detached from the platform. By tugging at the life band, the user removed it, which led to the breakage of band clip on the life band. A new life band could not be attached to the platform since the drive shaft did not rotate (out of position). No patient involvement.